Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/22/2019, that on (B)(6) 2019, a detached sensor wire was reported. The sensor was inserted into the leg on "(B)(6)" 2019. The patient stated upon removal of the sensor, the sensor wire was still in their left thigh. The patient was not able to remove the sensor wire and went to the emergency room (ER) on (B)(6) 2019. They stated they had surgery performed on (B)(6) 2019 to have the sensor wire removed. At the time of contact, the patient was doing fine. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional patient or event information is available.